Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that the insulin pump alarmed no delivery when attempted to treat her high blood glucose. Troubleshooting could not be performed as the customer did not have a spare infusion set. The customer stated that her physician arrived at time of call, and would have to call back later. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.